Manufacturer narrative:
Citation: shoeib o et al. Percutaneous transcatheter aortic valve replacement induces femoral artery shrinkage: angiographic evidence and predictors for a new side effect. Catheter cardiovasc interv. 2018 apr 1;91(5):938-944. Doi: 10.1002/ccd.27248. Epub 2017 oct 25. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of transcatheter aortic valve replacement on common femoral artery integrity as assessed by angiography. All data were collected from a single center between 2012 and 2014. The study population included 124 patients (predominantly female, mean age 85 ± 2 years), 95 of which were implanted with a medtronic corevalve and 17 were implanted with a medtronic evolut r. Serial numbers not provided. Among all patients, adverse events included: hematoma, femoral artery perforation, femoral artery dissection, femoral pseudoaneurysm, femoral artery obstruction, femoral artery stenosis, distal embolization, vascular obstruction, iliac-femoral dissection, and percutaneous stent placement. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.